Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air in the patient line was observed during the initial drain step of therapy on the homechoice (hc) device, while the home patient (hp) was connected. Nothing was found during troubleshooting that could have caused or contributed to this issue. The technical service representative (tsr) assisted the care giver (cg) in ending the hp¿s therapy and advised them to start over with new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.